Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during bolus. Customer stated that the insulin pump was constantly getting dropped and bumped. Blood glucose level was 213 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.